Event description:
It was reported that a user of the ilet experienced a hypoglycemic event with a documented lowest blood glucose of 48 mg/dl, and troubleshooting and education were completed; the cause of the event was unclear. Symptoms included no reported clinical symptoms associated with the low glucose. Outcomes included successful self-treatment with oral glucose gel and no escalation of care. Investigation included a customer care assessment and troubleshooting focused on potential use or device-related contributors. Investigation of this case revealed no device malfunction or component failure and no identifiable root cause related to product performance. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.